Event description:
It was reported that the pt underwent a posterior lumbar fusion at l4-s1. Sometime post op, the pt reported back to doctor complaining of pain. X-rays were taken and showed two broken screws at s1. The pt underwent revision surgery in which all instrumentation was removed and replaced with a new system. No additional pt complications were reported.

Manufacturer narrative:
(B)(4): the device was returned for eval. Macroscopic examination confirms the screw is broken approximately 2-3 threads from the base of the head. Approximately 90% of the fracture surface area on the fracture surfaces are severely damaged. Damage appears to be consistent with implant extraction, possibly with the use of a trephine. The undamaged areas provide some evidence of a fairly flat fracture with progressive striations, indicative of fatigue. A review of the device history records did not identify any applicable nonconformance to specification.